Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump displayed a "belt slip" message. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was not confirmed. Pimp log did not indicate belt slip or any other malfunction. Could not duplicate belt slip with returned roller pump. Pump was serviced. It operated to MFR's specs and was returned to customer. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.